Event description:
It was reported that customer did not see normal drops of insulin at end of tubing during a bolus, despite seeing drops during earlier fill steps, and later did not see any drops during tubing fill, with cartridge detection taking longer than usual. There was no adverse impact to the customer¿s blood glucose level. Customer used room temperature insulin, did not reuse or overfill cartridge, and followed steps to remove air, then repeated fill and bolus steps as instructed, while technical support escalated issue, walked customer through loading cartridge with water, advised use of multiple daily injections as backup therapy, arranged replacement pump and cartridges.